Manufacturer narrative:
The events of "inflammation" and ¿nodular/granuloma-like lesions¿ are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling: warnings: ¿product use at specific sites in which an active inflammatory process (skin eruptions such as cysts, pimples, rashes, or hives) or infection is present should be deferred until the underlying process has been controlled. Warnings: ¿patients who are using substances that can prolong bleeding (such as aspirin, nonsteroidal anti-inflammatory drugs, and warfarin) may, as with any injection, experience increased bruising or bleeding at treatment sites. Adverse events: ¿two subjects (0.7%; 2/270) reported 3 serious adverse events (saes) that were considered to be related to the device. Approximately 6 months after treatment, after being scratched near the treated area by a tree branch, one subject experienced inflammation under the left eye. The subject also experienced nodularity in the right cheek approximately 7 months after treatment. The second subject experienced lumps in the cheeks approximately 7 months after treatment. A couple of days before the onset, the subject experienced myofascial pain and body aches. Treatment of the saes included topical steroids, oral antibiotics, intralesional steroids, anti-inflammatory medication, and hyaluronidase. All events resolved. ¿the following aes were received from postmarket surveillance for juvéderm voluma® with and without lidocaine with a frequency of 5 events or more and were not observed in the clinical study; this includes reports received globally from all sources including scientific journals and voluntary reports. All aes obtained through postmarket surveillance are listed in order of number of reports received: inflammatory reaction, lack of correction, infection, migration, allergic reaction, abscess, paresthesia, vascular occlusion, drainage, necrosis, vision abnormalities, malaise, scarring, nausea, granuloma, deeper wrinkle, and dyspnea. Reported treatments include: antibiotics, steroids, antiseptic creams, hyaluronidase, anti-inflammatories, antihistamines, needle aspiration, eye drops, radio frequency therapy, hyperbaric oxygen treatment, laser treatment, ice, massage, warm compress, analgesics, anti-virals, ultrasound therapy, excision, drainage, and surgery. Adverse events: ¿device/injection-related adverse events occurring in = 1% of subjects included injection site hypertrophy (0.7%), nodule (0.7%), inflammation (0.4%), injection site anesthesia (0.4%), injection site dryness (0.4%), injection site erosion (0.4%), mass (0.4%), contusion (0.4%) and syncope (0.4%). ¿two subjects (0.7%; 2/270) reported 3 serious adverse events (saes) that were considered to be related to the device. Approximately 6 months after treatment, after being scratched near the treated area by a tree branch, one subject experienced inflammation under the left eye. The subject also experienced nodularity in the right cheek approximately 7 months after treatment. The second subject experienced lumps in the cheeks approximately 7 months after treatment. A couple of days before the onset, the subject experienced myofascial pain and body aches. Treatment of the saes included topical steroids, oral antibiotics, intralesional steroids, anti-inflammatory medication, and hyaluronidase. All events resolved.

Event description:
Received voluntary medwatch, (mw5080406) from us food and drug administration. Products indicated are juvéderm voluma® xc, juvéderm volbella® xc, juvéderm® ultra and juvéderm® ultra plus. The event description is "patient was injected with newer generation allergan dermal filler products with vycross technology, including juvéderm voluma® xc and juvéderm volbella® xc, as well as older generation allergan dermal filler procedure products including juvéderm® ultra xc and juvéderm® ultra plus xc over the time. Four months later, patient reported one of the injection sites below the left eye became inflamed and tender. Antibiotics were called in immediately. The next day several injection sties were inflamed. The delayed inflammation appeared in sites that were injected 4-12 months prior. This was immediately reported. The sites affected with inflammation quickly turned to nodular/granuloma-like lesions of the bilateral infraorbital areas, bilateral cheeks, upper lip, bilateral prejowl sulcus and marionette areas. These were the sites injected with newer generation allergan fillers with vycross technology. The juvéderm® ultra xc and juvéderm® ultra plus xc were not affected. Unfortunately, the granulomas have been very difficult to treat. We have tried multiple hylenex injections, hylenex mixed with kenalog 10. Two courses of oral steroid tapers (low and high dose), as well as two different antibiotic courses. Most areas have improved but some of the larger granulomas are still problematic regardless of our meticulous weekly f/u. Patient compliance has been somewhat of an issue because [they] delayed [their] oral steroid use. Injected 1cc juvéderm voluma® xc injected into bilateral prejowl sulcus and nasolabial creases. At an unspecified time later, 1 syringe of juvéderm volbella® xc to bilateral infraorbital areas, upper and lower lip, and bilateral marionette areas, and juvéderm® ultra plus xc 1cc injected into the cheeks and temples. At an unspecified time later, juvéderm voluma® xc injected into bilateral cheeks and 1cc juvéderm® ultra xc injected into bilateral cheeks, mental crease, nasolabial crease. At an unspecified time later, 1 syringe of juvéderm volbella® xc injected into cheeks and lips. This is the same event and the same patient reported under MDR ID # 3005113652-2018-01572 (allergan complaint ID (B)(4)), MDR ID # 3005113652-2018-01573 (allergan complaint ID (B)(4)), and MDR ID 3005113652-2018-01574 (allergan complaint ID (B)(4)). This MDR is being submitted for juvéderm voluma® xc.